Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was not able to inflate the device. Upon revision, it was found that there was a small hole in the tubing coming out of the cylinder causing a fluid loss; therefore, the ipp was removed and replaced. No patient complications were reported.